Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate therapy. The lead had high impedance and a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.